Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicative of false resistance. This event occurred 1 time(s). A confirmatory test was performed that supports the false resistance claim. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I received a strain that was confirmed to be negative for mcim from another hospital and measured it with phoenix, but it is said to be class b carbapenemase, but what about the accuracy?", "no replacement or adjustment was performed. Our application team member explained that possibility of stealth or false positive.", "the sample was tested with mcim test and result as negative."

Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k020321, k040099, k131331 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). Bd remote services communicated with the customer and advised the customer of the possibility for incorrect results when using this test. No issues were reported with the instrument, and no part replacement or adjustment was performed. This is an unconfirmed failure of the instrument. The root cause is related to the accuracy of the reagent that was used for the test, as defined in the user manual. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history for this instrument was reviewed and revealed no other complaints related to this failure mode. Complaints for results are within statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is mis ID, which is an s4; reference row ids 9.15, 9.18, 9.21, 9.24, 9.27, 9.30. In this instance, no incorrect results were reported to patients.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicative of false resistance. This event occurred 1 time(s). A confirmatory test was performed that supports the false resistance claim. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I received a strain that was confirmed to be negative for mcim from another hospital and measured it with phoenix, but it is said to be class b carbapenemase, but what about the accuracy?", "no replacement or adjustment was performed. Our application team member explained that possibility of stealth or false positive.", "the sample was tested with mcim test and result as negative."